Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have periodontal disease and recently went to their dentist and the dentist suggested they stop the byte aligner treatment due to the effects the aligners are having on their gums. At check in patient marked true to periodontitis, inflammation and discomfort. This is a contraindicated patient.